Event description:
It was reported that during an unknown procedure the surgeon observed that while using the shears, the tissue pad was missing. This made it impossible to carry out the procedure. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2021. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.